Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
Needle mechanism failure with no bg levels reported. (MDR 30 days and psr).

Manufacturer narrative:
The device was received undeployed. The device completed first prime at 46 pulses and was deactivated at 46 pulses. The device was deactivated before second prime could be completed. The device could not deploy early, for the device was deactivating before being able to deploy.

Event description:
It was reported that the needle deployed early. The pod was not worn.

Manufacturer narrative:
Correction to b5 - describe event or problem: changed from "needle mechanism failure with no bg levels reported. (MDR 30 days and psr)" to "it was reported that the needle deployed early. The pod was not worn.".